Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter information such as phone and email address are not available / unknown. Lake region medical did review the device history records relative to the manufacturing, inspection and packaging of the lot 11142279. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to starting the procedure, the physician was aiming to test the deployment function of the 4.5 mm x 22 mm enterprise® vascular reconstruction device (enc452212 / 11142279) before introducing the device into the microcatheter; the physician pushed the delivery wire to deploy the stent. After deploying 20% of the stent with a little resistance, the physician withdrew the delivery wire to pull the stent back but encountered strong resistance. The delivery wire suddenly became separated from the stent when the physician pulled with more force. This enterprise stent was not used for the procedure; the physician replaced it with the 4.5 mm x 22 mm enterprise® vascular reconstruction device with no distal tip (enc452200) and complete the procedure. It was reported that nothing unusual was noted or observed on the device prior to use.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that prior to starting the procedure, the physician was aiming to test the deployment function of the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 11142279) before introducing the device into the microcatheter; the physician pushed the delivery wire to deploy the stent. After deploying 20% of the stent with a little resistance, the physician withdrew the delivery wire to pull the stent back but encountered strong resistance. The delivery wire suddently became separated from the stent when the physician pulled with more force. This enterprise stent was not used for the procedure; the physician replaced it with the 4.5mm x 22mm enterprise® vascular reconstruction device with no distal tip (enc452200) and complete the procedure. It was reported that nothing unusual was noted or observed on the device prior to use. There was no report of any patient adverse event or complication; no significant delay reported. The device was returned for evaluation; the investigational finding is documented below. Investigation summary: the 4.5mm x 22mm enterprise® vascular reconstruction device was returned and received contained in a pouch. Visual inspection was performed. The delivery wire was found separated, and the stent was still inside the introducer. Microscopic inspection was performed. The separated delivery wire appeared to have been subjected to excessive force. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11142279. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Visual and microscopic inspection performed on the returned device confirmed the reported issue documented in the complaint, that the delivery wire was separated. Microscopic inspection confirmed that forced was applied, which is consistent with what was reported, that the physician pulled with increased force which resulted in the delivery wire becoming separated. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.